Event description:
During a surgery to implant a spinal fixation system at l4-l5, the surgeon broke the patient's pedicle and a portion of the l4 vertebral body. The breakage occurred when the surgeon attempted to make an adjustment to the construct. The report indicates that the surgeon could not loosen the set screw in the pedicle screw housing. The piece of bone was removed and the construct was completed unilaterally.

Manufacturer narrative:
Evaluation method: the device was returned with the rod still secured in the pedicle screw. A functional test to loosen the construct found that the set screw was overly tight on the rod. The amount of torque required to loosen the set screw was greater than the specified torque used for tightening. A dimensional inspection of the components was performed. However, the inspection is inconclusive because of the used condition of the components. Further discussion with the surgeon indicates that the set screw may have been tightened with a ratcheting handle instead of the provided torque limiting handle. This information suggests a possibility that the set screw was tightened above the specified torque value for the device. Given the patient's osteoporotic condition, it is inconclusive whether the tight set screw contributed to the break of the patient's l4 pedicle and vertebral body.